Manufacturer narrative:
The device remains implanted. The report status is corrected to malfunction, as there have been no adverse patient effects or interventions reported to date. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A photograph of the device taken after its implant was received. The leaflets appear to be in a closed position with a small bulge noted on the left coronary cusp. The presence of this bulge could not be confirmed and its root cause could not be determined. The presence of such bubbles is inspected for during the manufacturing process and the valve is discarded if a bubble is detected. Due to the size of the bulge for this valve, it is unlikely that this would have not been detected during the manufacturing inspection process. A subject matter expert advised that a bubble in the tissue surface could be formed if there was a puncture through the valve annulus that is allowing fluid under the inflow surface layer of the valve's tissue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be explanted and returned, a follow-up report will be submitted.

Event description:
Medtronic received information that after the implant of this bioprosthetic valve, an irregular bubble on one of the leaflets was ob served. It was noted that this was observed after the valve was sewn in place and the cinch removed, during a minimally invasive procedure. The valve remains implanted with no adverse patient effect.

Manufacturer narrative:
No product will be returned for analysis, as the valve was successfully implanted. A photo of the visual observation was returned for our investigation. The results of that investigation are pending. Upon completion of our investigation, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.